Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On an unreported date, the patient began treatment with injection netilmicin (50 milligram, frequency and route not reported) and injection targocid (400 milligram, alternative bag and route not reported) for peritonitis. The outcome of the event was not reported. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).